Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. The product was evaluated. A visual inspection was performed and passed. Charge and boot testing was performed and passed. A manual sound test was performed and passed. A global receiver sound test was performed and passed. A wiggle test was performed and passed. Receiver functional testing was performed and passed. The receiver was opened and an internal visual inspection was performed and failed. The log was downloaded and reviewed finding errors related to the complaint. The allegation was confirmed. The root cause is a defective speaker. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction "the log was downloaded and reviewed finding errors related to the complaint."

Event description:
The log was downloaded and passed.